Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester had 1-2 episodes of greater than 14 second activation which caused the device to stop. After waiting the full 30 seconds after each stoppage, the device would begin to activate. The device then began to experience repeated de-activations with shorter activation cycles of only a few seconds. A new unit was obtained and the case was successfully completed. There was no harm or injury to the patient or the conduit. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no nonconformities with the device. There were some signs of clinical usage and some evidence of blood on the device. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. Internal file number - (B)(4).